Event description:
It was reported to arthrocare that the pt underwent a tonsillectomy procedure using a procise xp wand with integrated cable. The pt presented to the ER 5 days post-op with pain and sloughing. No medical intervention was required and the pt was sent home from the ER. No add'l info is available.

Manufacturer narrative:
Pt's age and gender were requested, but were not provided. The device was reported as discarded and a lot number was not provided, therefore a complete investigation could not be performed. No conclusion can be made.